Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-06197. It was reported that the patient's t12 and l1 lead were explanted and replaced on (B)(6) 2019. The t12 lead was replaced due to high impedances, and the l1 lead was fractured. The ipg was also replaced by physician choice. Patient has therapy post-operatively.